Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile package. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the part was returned completely packaged and with all contents. The perforations on the box have been opened but the box is in good condition. The lock screw is still inside of the sleeve sealed inside of the sterile pouch. There is a small puncture in the sleeve that protrudes into the plastic of the pouch but does not break the sterile barrier. No debris was located inside of the sterile pouch. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.